Manufacturer narrative:
The instructions for use (IFU) for citadel bed frame system (830.213-en) includes the following information related to the exit detection: "the patient movement detection system can be set to alarm when undesired movement of the patient occurs. The sensitivity of the patient movement detection, relative to the center of the deck, can be varied incrementally. The controls for the patient movement detection system are located on the foot end split side rails. "The patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed". Although it was claimed that the patient got up from the bed on his own, the event was unwitnessed (the patient was found on the floor) therefore the root cause of the patient fall could not be confirmed. The device was used for patient treatment when the event occurred. No malfunction was found on the device. This complaint is deemed reportable due to the alleged patient's fall from the bed.

Event description:
Following the information provided there was an allegation of a patient fall from the citadel bed. Allegedly the patient got up from the bed on his own and fell out of the bed. The patient was found on the floor by the caregiver. No injury was sustained. It was confirmed during the device evaluation that the bed exit alarm was not engaged at the time of the incident, which is in line with the allegation that the staff did not know how to set the alarm correctly. The exit alarm detects patient¿s movements, however it will not restrain patient from leaving the bed.